Manufacturer narrative:
The nail was classified as primary product during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The nail was drill marked within the anterior bridge of the proximal lag screw hole. The anterior breakage line was found within the drill marked area. This misdrilling effect did weak the anterior bridge and caused most likely a notching effect on the lateral side, that favours significant the nail breakage. Misdrilling could occur in case the target device was pre-damaged, instruments were not assembled correctly or bending forces were applied to the drill and/or target device during drilling. The operative technique includes that the target device shall be checked prior to every surgery. Smooth lines of rest are visible on the anterior bridge breakage surface; the bridge broke step by step. The lines of rest run from lateral to medial. These lines of rest indicate (in combination with the found drill marks), that the nail breakage started at the anterior bridge at lateral. After the anterior bridge was full or main partly broken, the posterior bridge followed also step by step. The nail broke due to a fatigue fracture. Bearing points on the distal part of the proximal nail hole indicate that heavy loads were applied postoperatively to the implants; furthermore the patient¿s height and weight indicate that the patient is obese. Postoperatively loads in combination with obesity did most likely also contribute to the nail breakage. The nail was classified as primary product during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The nail was drill marked within the anterior bridge of the proximal lag screw hole. The anterior breakage line was found within the drill marked area. This misdrilling effect did weak the anterior bridge and caused most likely a notching effect on the lateral side, that favours significant the nail breakage. Misdrilling could occur in case the target device was pre-damaged, instruments were not assembled correctly or bending forces were applied to the drill and/or target device during drilling. The operative technique includes that the target device shall be checked prior to every surgery. Smooth lines of rest are visible on the anterior bridge breakage surface; the bridge broke step by step. The lines of rest run from lateral to medial. These lines of rest indicate (in combination with the found drill marks), that the nail breakage started at the anterior bridge at lateral. After the anterior bridge was full or main partly broken, the posterior bridge followed also step by step. The nail broke due to a fatigue fracture. Bearing points on the distal part of the proximal nail hole indicate that heavy loads were applied postoperatively to the implants; furthermore the patient¿s height and weight indicate that the patient is obese. Postoperatively loads in combination with obesity did most likely also contribute to the nail breakage. The customer reported that the fracture was ¿non-consolidated¿, a delay in bone healing (delayed union) cannot be excluded. Delayed unions, obesity, postoperatively loads and intra-operatively implant damages are listed as adverse effects in the IFU and can lead to implant breakages. Because no manufacturer related issues were found the case is attributed to a user error contributed by the patient. As a secondary issue it was found that most likely the set screw had never contact with the lag screw. Therefore most likely the lag screw was not secured against rotational and axial movement (user related). The correct set screw setting is a critical step and is described in detail in the operative technique. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Event description:
It has been reported that the surgeon extracted a broken gamma3 nail. The nail was broken at the hole for the lag screw. The breakage was noticed because there was a displacement of the non consolidated fracture with the consecuent sympthomatology on the patient. Additional medical intervention details: broken material extracted, and new implant and bone graft substitution.

Event description:
It has been reported that the surgeon extracted a broken gamma3 nail. The nail was broken at the hole for the lag screw. The breakage was noticed because there was a displacement of the non consolidated fracture with the consequent symptomatology on the patient. Additional medical intervention details: broken material extracted, and new implant and bone graft substitution.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.